Manufacturer narrative:
Per the clinic, the patient experienced an infection which leads to extrusion of the implant. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). However, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on february 02, 2023.

Manufacturer narrative:
This report is submitted on december 24, 2021.

Event description:
Per the clinic, the patient has pain and a wound dehiscence which was leaking. The implant remains in-situ. Further information is being sought from the clinic.